Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had ECG malfunction error. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse evaluated the device remotely and determined that it had an issue with the power module. Consequently, the power module was replaced, and the device was restored to good condition. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the available information and the testing conducted, the cause of the reported problem was determined to be a malfunction of the power module. The reported problem was confirmed.